Event description:
It was reported that the patient underwent an unknown balloon kyphoplasty. During the procedure, it was reported that the balloon ruptured at 350-390 psi. It was reported that balloon fragments were left in the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that presence of blood in the y-adaptor and balloon. During functional analysis, it was not more possible to inflate the balloon due to a leakage coming from the ibt. Visual analysis confirmed that the ibt has a kind of radial hole nearby the distal peak of the balloon. Based on the information provide, functional and visual analysis, the most probable root cause of the hole is due to contact with bone splinters and/or surgical tool during surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.